Manufacturer narrative:
Customer was sent replacement.

Event description:
Customer contacted beckman coulter inc., (bci) and reported that lithium kit leaked into box. No injury was reported on this issue.